Manufacturer narrative:
(B)(4). Batch # l54940. Additional information was requested and the following was obtained: when the surgeon stated that something was wrong with the device, is any information available as to what they thought the issue was with the device? The force required to close and fire the device was higher than expected, which is why the surgeon initially said something felt wrong with the device, but then it felt normal which is why the surgeon said, ¿nevermind, it¿s fine.¿ it was reported that the device did not staple, however unformed staples were suctioned from the cavity along with blood and saline. Is there any information about where the unformed staples came from? Correction: there were excess staples in the patient that were suctioned out, but not unformed staples. The excess staples were from firings where staple line was longer than the tissue stapled across. On this firing, after the vessel as cut and the device released, bleeding occurred. The surgeon quickly sutured the vessel. Surgeon did not report visualizing any staples from that firing. The analysis results showed that the tx30v device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, the second firing of the device, the surgeon went to close down on the vessel and the surgeon commented that something was wrong with the device, then said "never mind, it is fine." The surgeon fired the device and it seemed to fire fine with the handles plastic to plastic. Before removing the device, the surgeon resected the vessel. When the device was removed it was seen that the device did not staple and there was bleeding. The surgeon applied pressure to the vessel and used suture to control the bleeding. The volume of blood loss is not known, as sterile saline was used to rinse the cavity and saline was suctioned out with blood to remove blood and unformed staples. The or called for blood but a transfusion was not necessary per the anesthesiologist in the case. A second device of the same product code was pulled and used along with a like device and an echelon 60 to complete the procedure with no harm to the patient. The patient is recovering in the pacu now.